Event description:
Country of complaint:(B)(6). Thread broken and needle detached.

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Thread broken and needle detached. Surgeon indicates broken suture (thread) during procedure, in addition to experiencing defects with the needle attachment. Samples received: (B)(4) unopened and 1 open pouch. Failure analysis: evaluation on-going as of the date of this report.